Event description:
A pt with a severe head trauma, secondary to a motor vehicle accident, was admitted to the intensive care department. The staff had to use three different camino monitors (multi-parameter monitor) because none of the monitors worked properly (the specific problem was not provided). Ultimately a camino monitor was removed from another pt so the newly arrived pt could be monitored. As a result, another camino monitor was requested from another hospital so the other pt who no longer had the camino monitor, could be monitored. The pts' treatment was delayed as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.